Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with ae-qas-sp42 - collect.no.qas spine anterior stabilis. According to the complaint description, the wave peek implant was placed in the patient and while the surgeon was pressure fitting, the implant broke. All pieces were retrieved from the surgical field verified by fluoroscopy. There was no harm to the patient. A revision surgery was necessary. Additional information was not provided nor available the adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2023-00108 ((B)(4)- ae-qas-sp42), 9610612-2023-00109 ((B)(4)- ae-qas-sp42), ((B)(4)- ae-qas-sp42).

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: no investigation method could be applied, because product was not provided for investigation. Device history review: without a provided lot number, the device quality and manufacturing records could not be reviewed. There is neither a product nor a product code available, therefore no type of risk analysis is applicable. Explanation and rationale: without the product, a definitive root cause for the reported issue could not be established. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Conclusion and preventive measures: based upon the investigation results, a clear root cause could not be determined. If the product is returned in the future, an investigation will again be performed at that time. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2023-00108 ((B)(4) - ae-qas-sp42). 9610612-2023-00109 ((B)(4) - ae-qas-sp42). 9610612-2023-00110 ((B)(4) - ae-qas-sp42).